Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the system was unable to boot up and stuck at 00:00. Review of system log file identified the malfunctioning of flex vision pc. Upon troubleshooting, fse found the computer controlling the flexvision monitor was not running. The philips engineer pressed the power button on the computer case after issue got resolved. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up and stuck at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.